Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient was having pain and was diagnosed with rotator cuff deficiency. The patient had a revision surgery.

Manufacturer narrative:
Correction d3, g1 manufacturing site for devices. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient was having pain and was diagnosed with rotator cuff deficiency. The patient had a revision surgery.